Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies were found. Concomitant medical products: 4598 lead, implanted: (B)(6) 2015, 6947 lead, implanted: (B)(6) 2010. (B)(4)

Event description:
It was reported that lead impedance warnings triggered for the right ventricular (rv) defibrillator, and right atrial (ra) leads prior to the device being implanted. It was further reported that the implantable cardioverter defibrillator (ICD) had been stored with the ventricular fibrillation (vf) detection feature turned 'on'. The device was interrogated the day after implant, and showed no detected episodes. The device remains in use. No patient complications have been reported as a result of this event.